Event description:
It was reported that the external pulse generator was not pacing correctly. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device was not pacing correctly, it passed all incoming vxi tests and the rate on the counter was verified through a full range of settings and no anomalies were observed and outputs on the oscilloscope were verified through a full range of settings and no anomalies were observed, though it was additionally noted that analysis was unable to be completed as the customer had requested the device be returned to them unrepaired. Analysis did note that the control knobs were contaminated, the lower case was broken and the battery drawer was dented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.